Event description:
A report was received that the patient will undergo a revision due to pocket discomfort caused by the ipg being tilted inside the pocket.

Event description:
A report was received that the patient will undergo a revision due to pocket discomfort caused by the ipg being tilted inside the pocket.

Manufacturer narrative:
Additional information was received that the patient underwent an explant due to a non device related procedure. Patient is reportedly well after the procedure. Explanted ipg will not be returned to bsn as it was discarded by medical facility.